Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet bionic pancreas sustained a cracked screen after the user struck the device against a counter, resulting in a damaged display that was difficult to operate and concurrent high blood glucose readings; the device could be awakened and unlocked with difficulty, data were synced, and a replacement was shipped. Symptoms included hyperglycemia. Outcomes included use of subcutaneous insulin by pen to manage glucose. Investigation included a review of complaint details and device history, and a replacement device was provided. Investigation of this case revealed physical damage to the screen consistent with impact, with no user injury reported. It was concluded that the event resulted from accidental physical damage to the device screen, not from a device malfunction.